Manufacturer narrative:
The ampule has been disposed of by the account.

Event description:
When mixing the powder and monomer, a piece of glass from the ampule broke off and fell into the cement mixture. Readily available back up product was obtained and used. The procedure was completed as planned and with no delay. There was no injury to the pt or to the staff member who was handling the product.